Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01688. D10: arcom xl 44-36 std +3 hmrl brg, cat: xl-115364, lot: 060460. Comp rvs tray co 44mm, cat: 115370, lot: 6572828. Comp rvrs 25mm bsplt ha+adptr, cat: 010000589, lot: 65857712. Comp rvs cntrl 6.5x35mm st/rst, cat: 115397, lot: 65917108. Comp lk scr 3.5hex 4.75x20 st, cat: 180551, lot: 65980404. Comp lk scr 3.5hex 4.75x25 st, cat: 180552, lot: 65940750. Comp primary stem 10mm mini, cat: 113630, lot: 65671985. G2: foreign UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient was revised due to dislocation approximately thirteen days post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.